Event description:
It was reported that the patient stopped feeling stimulation after she got an x-ray done the month prior to the report. The reason for the x-ray was because the patient was in "a lot of pain". At the time of the report, the patient was on program 1 at 4.2v, with the lightning bolt on, but the patient could not feel stimulation. Stimulation amplitude was increased to 5v, the patient was however still not feeling stimulation. The patient reportedly slept on a cord and her back was hurting. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 3889-28, lot# v138915, implanted: (B)(6) 2008, product type: lead. (B)(4).